Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Investigation showed qc failures (qc values below the target values) for po2 on cobas b 123 poc systems, affecting primarily level 1 and 2, caused by a calibration issue with the po2 assay. The calibration issue was due to excess oxygen in one of the calibration solutions contained in the fluid pack lot. Detection of this issue is not guaranteed given qc results can be below mean values but still within 2 standard deviations (sd) limits. Therefore there is a potential for erroneously low po2 results in patient samples, especially in blood samples with po2 values below 50 mmhg. Medical risk is unlikely as the discrepant low po2 would be unbelievable in the context of the patient's condition. Po2 is not a stand alone test and the result must be reviewed in context with so2, pco2, ph, and the clinical status of the individual patient. Harm to the patient is unlikely. Additional quality steps in the manufacturing procedure have been identified and are to be implemented.

Manufacturer narrative:
Additional information was received that the results from the cobas b123 were not used for diagnostic purposes. The results from the gempremier 4000 were used for diagnostic purposes. No patients were adversely affected. The cobas b123 in question has been replaced by another cobas b123 analyzer.

Event description:
Questionable po2 results were discovered when samples were compared between the cobas b123 analyzer and a gem premiere 4000 analyzer. Of the data provided for six samples, only the results for three samples were discrepant. Sample 1 cobas b123 result was 49.9 mmhg, repeat result was 71.0 mmhg. On (B)(6) 2015, sample 2 cobas b123 result was 88.9 mmhg, repeat result was 109.0 mmhg. Sample 3 cobas b123 result was 83.0 mmhg, repeat result was 103.0 mmhg. Information concerning if any result was reported outside the laboratory or if any patient was adversely affected was requested, but was not provided. The sensor cartridge serial number was (B)(4) with an expiration date of (B)(6) 2015. Evaluation of the provided data indicated the issue occurred after a sensor cartridge change on (B)(6) 2014.

Manufacturer narrative:
A specific root cause could not be identified. An issue with the lot of the fluid pack used on the analyzer has been found and was the most likely cause of the event. Review of the provided instrument data indicated the calibration and qc results were acceptable prior to and after the event. As the customer only tests level 3 of the qc material once per week, evaluation of the performance of the analyzer could not be evaluated. Product labeling states at least one qc measurement on alternating levels is required in between two automatic 2-point calibrations.